Manufacturer narrative:
Hoya device was not returned back from the customer. (B)(4).

Event description:
The surgeon reported performing a lens exchange due to bubbles in the lens. Additional information was requested but has not been received.

Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: 1. Corrected information from initial report - MFR site,report source: manufacturer's contact information updated to current contact person. 2. Additional information not available/included in initial report: added manufacturer's codes for: patient; device; method; results; and, conclusion. 3. Additional information not available/included in initial report: risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation. This event can now be considered closed.